Manufacturer narrative:
Concomitant products: alaris pc carefusion, model # 8015, alaris pump model #8010, primary set: carefusion samartsite infusion set ¿ ref#2420-0500, vancomycin 2g IV, normal saline 500ml. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred while using a clearlink secondary medication set. The infusion was running well departing the holding area, but upon arrival to the surgical area, the alaris pump indicated that 367ml was infused, but only approximately 100ml to 125ml was noted out of the bag. There was 400ml or a little less fluid remaining in the bag containing the antibiotic (vancomycin 2g IV in normal saline 500ml). A volume of 500ml was to infuse over two hours. It is unknown how the primary and secondary bags were set up and if the clamps were closed. The vancomycin was running as the primary infusion. No alarms occurred on the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.